Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump was not functioning as expected. No other details regarding the device failure were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.